Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead had become dislodged. The lead was explanted and replaced. The patient&#38112;condition was stable post procedure.